Event description:
With the first three successive shock advised decisions for patient ECG, the defibrillator wound not charge. A backup device was used to deliver defibrillator therapy to the patient. The patient was not resuscitated, but the reporter stated patient outcome was not affected by device operation due to use of the backup device.